Manufacturer narrative:
Internal file number -(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was confirmed as a needle to cuff miss/suture retrieval issue. The reported stability issue could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venotomy closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after a varicocele endovascular treatment. Reportedly, the whole suture came out with plunger removal. An angioseal was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.